Event description:
Additional information received reported that the patient had a pocket revision on (B)(6) 2013. It was noted that the battery was flipped and reoriented in the pocket. Following the revision the patientgot all eight coupling bars.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient could only get 2 coupling bars while recharging. A company representative met with the patient for their 7 day follow up. There was a little swelling at the pocket site. The patient planned to attempt charging at home. It was further reported that the patient was still unable to get any coupling boxes on the charger. A second charger was used to rule out equipment issues, and it did ¿no better.¿ the patient planned to wait another week. It was further reported that an xray showed the stimulator was in the buttocks and coming out towards the right. It was reviewed that the stimulator would show a flip on the xray if the stimulator was in the buttock, ap view, and the header block of the stimulator was oriented to the right. It was unclear if the stimulator was flipped or not. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).